Event description:
Philips received complaint by bench reporting that while performing service, it was observed that the power cable is not in good condition since it does not pass the electrical tests. It was reported there was no patient involvement at the time the issue was discovered. Bench repair replaced the power cord to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: initial reporter: (B)(6).